Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was stored in the sheath after the pulmonary vein isolation (pvi) was completed, the catheter could not be extended neatly. Electrode number 1 could not be stored in the sheath. The slide control could not be pushed until the end. With electrode number 1 not retracted, the catheter was pulled into the right atrial side and pulled into the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012657598 was returned and analyzed. Visual inspection was performed and the catheter looked intact with no visible issues. It arrived with a guidewire threaded through it, but the slide function was stuck. The capture device's shape was normal with no unusual features. The catheter was connected to a test catheter interface cable (cic) smoothly, without any resistance, and the connection was secure, confirmed by both latches fully engaging with the catheter connector. The slide control function was stiff, even after using disinfectant to soften the guidewire lumen and dilute possible dried blood. The steering function was working normally, with the distal catheter tip achieving approximately 170° rotation in both directions. However, the stiffness in the slide control mechanism was limiting its full range of motion. The catheter was reprogrammed before being connected to the generator via a test cic, and therapy deliveries were successfully carried out. The returned catheter was unable to be inserted through the lab test contour sheath due to its returned condition. X-ray imaging revealed entangled wires in the shaft near the dual lumen region. In conclusion, the loop catheter failed the returned product inspection due to entangled wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.